Event description:
It was reported that this patient started experiencing chest pain, several months after getting their insertable cardiac monitor (icm) device implanted. Due to that reason, the icm device was explanted. The patient further noted they had a history of previous immune responses to implants, piercings and skin adhesives. Boston scientific technical services (ts) advised the patient to recycle their patient mobile monitor (pmm) and removed the device from the system. No additional adverse patient effects were reported. This icm device has not been returned.

Manufacturer narrative:
This report is report is being submitted to correct the additional MFR narrative (h11) in section h, device manufacturers only the local area sales representative was contacted for additional information regarding product return status and additional details regarding the reported event. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this patient started experiencing chest pain, several months after getting their insertable cardiac monitor (icm) device implanted. Due to that reason, the icm device was explanted. The patient further noted they had a history of previous immune responses to implants, piercings and skin adhesives. Boston scientific technical services (ts) advised the patient to recycle their patient mobile monitor (pmm) and removed the device from the system. No additional adverse patient effects were reported. This icm device has not been returned.